Event description:
The tip of the cold knife broke off during the procedure. The first time the tip was retrieved with some difficulty. This was done using a grasping forceps from the urethra via cystoscope. However, since the intended procedure was not yet complete, a second cold knife was used. The second time the tip broke off and could not be retrieved via cystoscopy. The c-arm was then used to visualize and the tip was seen in the retroperitoneal space. The surgeon had to do an exploratory laparotomy and a perineal exploration to retrieve the tip. It was found close to a major vessel but had not penetrated any vital structures. A third device was opened but not used on the patient for comparison with the fluoro images and this device broke in the same place as well.